Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a suspected percutaneous lead issue causing speed drops and pump stops. The vad coordinator was able to manipulate a section of the eternal percutaneous lead, and speed drops and pump stops occurred when connected to the power module. It is reported the patient did become symptomatic with the pump stops. The suspected damaged section of the percutaneous lead was secured with tongue depressors and tape. The patient is currently on an ungrounded cable and is doing well. The x-rays showed an area about 6 inches from the distal end bend relief, which is suspect of being the possible cause of the speed drops and pump stops. A percutaneous lead replacement was performed. No further issues or alarms could be reproduced after the replacement was completed and the patient was discharged and doing well.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.